Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii/IV" and "textured" against right device. The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii/IV" and "textured" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold and delamination in the plug strap disk shell . Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the radius and delamination in the plug strap disk shell. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the radius side assessed as surgical damage. Delamination of the plug strap disk shell in the assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii/IV" and "textured" against right device. The device has been explanted.